Manufacturer narrative:
(B)(4). The incident device was not returned to covidien for evaluation. However an unused device was received. Evaluation found the non-incident device to function properly and within specifications. No conditions were identified that would have caused or contributed to the reported event. Review of the manufacturing non-conformance records found the lot was released meeting all specifications.

Event description:
The customer reported that during a stabilization of vertebra lw3-s2 procedure the e7507 grounding pad was used with peak plasma blade (B)(4). After 360 minutes surgery the grounding pad, located at back above the situs, was removed. The surgery nurse did not document any change on the patient's skin at the pad site. At the 3rd day after surgery a decubital ulcer was documented. At the 8th day after surgery an expert examined the decubital ulcer and stated it is a 2nd degree electrosurgical burn, 2 circle round burns 3x3 cm. In addition on left body side 12cm margin of a wound was found, which was the margin of electrode application. The injury was treated with a hydrocolloid dressing.